Manufacturer narrative:
The reported field event of set screw issue was confirmed. Septum material was observed inside both right atrial (ra) (is-1) and right ventricular (rv) (df4) set screws hex cavity, and the is-1 set screw was slightly stripped. This did not allow the set screw to be tightened and secured properly in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an initial implant, when working to position the leads, upon disconnection and reconnection of one of the leads it was noted the set screw was loose in the device header. A new device was used to resolve the event. The patient was stable.